Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call that her dog alerted her husband that the customer was experiencing a low blood glucose level and possibly seizing. Customer was treated with glucagon and the ems was called. Customer's blood glucose was in the min 20 mg/dl. Customer declined for troubleshooting, customer was advised to monitor the insulin pump. Customer will not be returning the device for analysis.